Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the device. It caused abnormality in electrical components, causing the reportable malfunction. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - never connect or disconnect the water-resistant cap or the leakage tester¿s connector cap while immersed. Doing so could allow water to enter the endoscope, resulting in equipment damage. - when connecting the leakage tester¿s connector cap to the water-resistant cap¿s venting connector, make sure that the inside of the leakage tester¿s connector cap and the outside of the water-resistant cap¿s venting connector are thoroughly dry. Water remaining on either component may penetrate the inside of the water-resistant cap and could cause endoscope malfunction." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis exera ii bronchovideoscope has loose contact, the image was blurred and shows streaks. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were lines in the image and was blurry due to moisture inside of the electrical connector, causing corrosion. This finding was due to user handling or mishandling. Upon further inspection, it was observed that the connecting tube had a dent. It was also observed that the paint on the scope cover was peeled off. It was observed that the coating on the scope body was peeled off. It was also observed that the universal cord was scratched. It was observed that the switch box unit had a short cable and was discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.